Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient believes one side of their device was not functioning properly, as they were not getting the expected relief and felt that the effects were being "covered up with medication." The patient mentioned their symptoms worsened significantly after having a lead replaced due to a short, noting a substantial difference following the replacement and repositioning of the electrode. No other information was provided.